Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. However, the end user did provide an x-ray image. The customer's reported complaint description was confirmed via x-ray image provided but no sample was returned for evaluation. Drainage catheters are a purchased device from supplier (B)(4). (B)(4) has been notified via scar004099 DHR review of supplier lot. As per the results from (B)(4), (B)(4) reviewed the DHR record for the noted lot and found no discrepancies related to this defect during manufacturing. A root cause for this event cannot be determined. A review of the device packaging history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
An angiodynamics regional business manager reported that during a biliary exchange, physician noticed the exodus biliary drainage catheter's drain was "fractured." The approximate indwell time was 90 days. A wire was inserted into the drain to attempt to remove the entire drain; however, this was unsuccessful so patient was sent to surgery where it was removed endoscopically. It was reported the defective disposable device is not available for return to the manufacturer.